Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ECG's non-functional) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cable connecting ECG "c" and ECG "d" was pulled, damaging wires in the cable. The root cause for the damaged cable was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt and check therapy electrode messages.